Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed as the complaint sample was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility reported that a dialyzer blood leak occurred approximately five to ten minutes into the patient's hemodialysis (hd) treatment. The blood leak was reported to be external and was visually observed leaking from underneath the header/end-cap of the device (and down the dialyzer's exterior). No dialyzer damage was visible; specifically, no cracks were identified in the general area of the leak location. The machine did not alarm. A blood test strip was used and it tested negative. The patient's blood was not returned; the estimated blood loss (ebl) was approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.